Event description:
Indication for procedure: fractured ICD lead. Procedure: md prepped both leads with a lld-ez, lased and successfully removed the rv lead with a 12f sls. The 14f sls was used to successfully remove the previously abandoned ra lead. Md inserted the guide wire to retain access then removed the laser catheter. Shortly thereafter the md noted the pt's blood pressure declining, CT surgeon was called into the room, the pt was taken to the or for emergent open-heart surgery where a svc perforation was discovered to be the point of injury. Analysis: the devices used in this case were not retained by the hospital staff for post-procedure analysis by the manufacturer. Lot history reviews found no issues or non-conformances related to the reported event. Pt's outcome: unfortunately the pt did not survive the surgery.

Manufacturer narrative:
Manufacturer dates for all devices: 518-062 - november 05, 2009, 500-012 - november 13, 2009, 500-001 - november 27, 2009.